Event description:
The physician was attempting to implant a 2.75 mm diameter x 14 mm length driver sprint rapid exchange (rx) coronary stent to treat a lesion in the lad. The target lesion was reported to exhibit 90% stenosis. The lesion was pre-dilated once using a 2.0 mm diameter x 12 mm length sprinter balloon up to 16 atms. At 85% percent stenosis remained following pre-dilation activities. The stent failed to cross the lesion. Force was used in an attempt to advance the device. A device breakage occurred during the attempts to deliver the stent. The hypotube detached distal to the strain relief. The device had been inspected prior to use with no issues noted. The target lesion was successfully treated using a 2.75 mm diameter x 16 mm length other brand stent. No clinical sequelae were reported.

Manufacturer narrative:
Device evaluation: the device was returned in two pieces. The stent was positioned on the balloon as per specification with no damage noted. The hypotube was broken approx 35.5 cm distal to the strain relief. The break points were jagged, oval shaped and kinked at either side of the break point. The device at the proximal end of the break was bent and wavy just prior to the break. The distal portion of the device was severely bend, wavy and kinked approx 2 cm and 14 cm distal to the break. The distal tubing and core wire were kinked approx 22 cm and 23 cm proximal to the balloon bond. Cine image evaluation. The images confirmed the stenotic condition of the vessel. The images also illustrated the difficulties encountered during the attempts to cross with a wire, to locate an optimum position for the lesion pre-dilation and the subsequent successful stent deployment. There does not appear to be any images of the failed driver sprint delivery. (B)(4): evaluation, results/conclusion: (85% stenosis remained post pre-dilation), (force used to advance the device).